Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced a fall at the ipg site. In turn, the ipg site was bruised and had opened. The ipg appeared to be eroding through the skin. The physician reported the ipg site appeared to be infected with visible pus. Consequently, the scs system was explanted on (B)(6) 2017.